Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. - this occurrence was noticed during a routine check. When this 'routine check' found place is not specified by the customer. The ventilator device was not in use to ventilate a patient. - a continuous alarm was observable both visually and through hearing. No further details about the alarm was reported to hamilton medical ag. - the instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag and shown that device alarmed multiple times for 'loss of external power' followed by a 'battery low' alarm. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during a routine check. When this 'routine check' found place is not specified by the customer. The ventilator device was not in use to ventilate a patient. A continuous alarm was observable both visually and through hearing. No further details about the alarm was reported to hamilton medical ag. The instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag and shown that device alarmed multiple times for 'loss of external power' followed by a 'battery low' alarm. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. - this occurrence was noticed during a routine check. When this 'routine check' found place is not specified by the customer. The ventilator device was not in use to ventilate a patient. - a continuous alarm was observable both visually and through hearing. No further details about the alarm was reported to hamilton medical ag. - the instrument report and the device log files (service log, error log, event log) were provided to hamilton medical ag and shown that device alarmed multiple times for 'loss of external power' followed by a 'battery low' alarm. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.